Manufacturer narrative:
(B)(4). As the lot number was unknown and the sample was not available, a batch review will not be performed. A 510k number will not be provided in the emdr as this product code is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, baxter received a spontaneous report from a (B)(6) peritoneal dialysis nurse(pdrn) that on an unknown date in (B)(6) 2011, the patient was found to have cloudy effluent during his clinic visit. An effluent culture and a cell count were performed, and the patient began intraperitoneal (ip) antibiotics (drug and dose unknown). The pdrn stated causality was related to the patient not wearing a mask as instructed. The pdrn stated that the baxter pd solutions or devices were not suspect. Extraneal therapy was temporarily stopped while the patient received ip antibiotics. The patient had completely recovered at the time of the report, and extraneal therapy was resumed.

Manufacturer narrative:
(B)(4) - the root cause of the complaint was determined as user error- poor aseptic technique. A label review will not be performed due to unknown product code.